Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving multiple appropriate high voltage shocks from their implantable cardioverter defibrillator. After several high voltage therapies, the device reached elective replacement indicator and then end of service on the same day. The device was explanted and replaced. The patient was discharged with no complications.